Manufacturer narrative:
(B)(6). Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that a pump module was being used for a secondary infusion and the primary infusion fluid line was backing up into the secondary infusion bag while the line to the patient was clamped. The primary infusion was normal saline at 560ml/ hour and volume to be infused of 30ml with a total bag volume of 100ml. The secondary infusion was entyvio at a rate of 560ml/ hour and volume to be infused of 280ml total dose 300mg of entyvio. The patient received 280ml of entyvio (over 30min) and 30ml (over approximately 4min) of normal saline. The unit was replaced without incident. There was patient involvement but no harm.

Event description:
It was reported that a pump module was being used for a secondary infusion and the primary infusion fluid line was backing up into the secondary infusion bag while the line to the patient was clamped. The primary infusion was normal saline at 560ml/ hour and volume to be infused of 30ml with a total bag volume of 100ml. The secondary infusion was entyvio at a rate of 560ml/ hour and volume to be infused of 280ml total dose 300mg of entyvio. The patient received 280ml of entyvio (over 30min) and 30ml (over approximately 4min) of normal saline. The unit was replaced without incident. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned and c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, device manufacture date , imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.